Event description:
Ous MDR - after an implant duration of about 6 years, an inappropriate shock and increased pacing impedance were reported. The device was explanted. No date of implant was provided.

Manufacturer narrative:
Ous MDR.